Event description:
The procedure was performed in another country: the stenosis was crossed with a wire, then the wire was changed with the spiderx. The green catheter advanced very well, but when the filter was pushed through the green tube it would not cross. The percutaneous intervention was done without the filter. A stent was placed, but the pt had a stroke.